Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to hospital with severe chest pain. After angiography, one resolute integrity rx coronary drug eluting stent was implanted to treat a moderately tortuous, moderately calcified lesion in the mid right coronary artery (rca) during an angioplasty procedure. The device was inspected with no issues noted. The lesion was pre dilated. Post angioplasty the patient was discharged. It was reported that two days after discharge the patient returned to hospital with fever and severe chest pain. When the patient was examined it was found that there was stent thrombosis. The patient was on aspirin and ticagrelor and was in a regular follow up post discharge. After diagnosis of stent thrombosis the patient was referred for bypass as the rca was stenosed completely. There was no device malapposition. No further injury was reported.

Manufacturer narrative:
Image review: images were provided from three (3) dates on (B)(6). The images from on (B)(6)confirm the presence of a mid rca lesion and additionally there was a distal vessel lesion. Both lesions were pre-dilated and stents were successfully delivered and deployed in both lesions. The rca appears to have been successfully treated with no evidence of malapposition or residual stenosis. There was no evidence of thrombus in the vessel during the index procedure on (B)(6). Images from on (B)(6) confirm that the rca is occluded mid vessel at the level of the stent that was deployed 9 days previously. Images from on (B)(6) show resolution of the occlusion and that the rca is fully patent. Treatment to restore patency were not provided. The vessel occlusion is confirmed from the images. Root cause of the stent thrombosis cannot be determined from the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: no issues were noted during stent deployment. The stent was fully expanded. The thrombus occurred around 3-4 days after stent deployment. It is unknown how the thrombus treated. It is unknown if the physician assessed that the thrombus event was directly related to the use of the relevant device. The patient underwent a bypass procedure and is currently hospitalized. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.